Manufacturer narrative:
Based on the claim against the product by the customer noting plastic coating peeling off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage to the conductor wire. The instrument passed the electrical continuity test. The wires were found to be exposed and remained within the insulation. There was no material missing. There were no signs of thermal damage. The root cause of this failure is attributed to component failure. The complaint regarding plastic coating peeling off was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire insulation damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had plastic coating on the wire peeling away. Sterility could not be confirmed, and the item was no longer suitable for use. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.